Manufacturer narrative:
(B)(4). Analysis description: no complaint received with return of device. Failure observed during analysis. Final analysis found external insulation abrasion exposing the outer coil at 44.7-44.9 cm, 45.4-45.7 cm, and at 46.4-46.5 cm. The abrasions were consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.